Event description:
Customer reported via phone call that the insulin pump had multiple error alarms. Customer stated that the alarm typically occurred after a battery change and was reoccurring during normal use. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No error alarms were noted and the insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.